Event description:
It was reported that pump displayed cartridge alarm 20 and issue did not occur during cartridge load process. There was no adverse impact to the customer's blood glucose level. Customer contacted support, was guided through proper cartridge loading steps, successfully loaded new cartridge, and was able to resume insulin therapy; no additional information was available about original cartridge lot number.